Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number qpmhkh, and no non-conformances were identified. Investigation summary: according to the information received, it was reported that the problem of pulling off suture needle happened when sewing the subcutaneous tissue during the plastic and cosmetic surgery. A needle and a suture product code j433 were returned to ethicon inc for analysis. Upon visual analysis of the returned sample revealed that clip off defect was observed in the sample. The barrel hole was examined under 20x magnification and revealed a remnant suture. In addition, the extreme suture was noted to be severely cut. As per returned conditions of the sample no functional test was performed. The clip off defect observed during the visual assessment has been correlated to the manufacturing process. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Based on the information currently available, the clip off was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Device history lot: "a manufacturing record evaluation was performed for the finished device lot number qpmhkh/ j433h05 and no non-conformances related to the reported complaint condition were identified. Mfg. Date dec/17/2020. Exp. Date nov/30/2025".

Event description:
It was reported that a patient underwent a plastic and cosmetic surgery on (B)(6) 2021 and a suture was used. During the procedure, the suture pulled off the needle when sewing the subcutaneous tissue. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.